Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for sensing integrity counter (sic) and high rate non-sustained tachycardia episodes on the right ventricular lead. Remote transmission also showed t-wave oversensing and double counting during ventricular arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.